Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, dyspareunia, multigravida, parity 4, sleeve gastrectomy and pregnancy. Previously administered products included for birth control: oral contraceptive; for throat infection: amoxicillin. Past adverse reactions to the above products included hypersensitivity with amoxicillin. Concurrent conditions included nipple pain, heartburn, knee pain, cholelithiasis, oedema, pain in hip, insomnia, tension headache, pneumonia, obesity, vitamin d deficiency and surgery. Concomitant products included multivitamins, plain and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced uterine cervical laceration ("cervical tear"). In (B)(6) 2008, the patient experienced abdominal pain lower ("extreme cramps/ just alot of cramping") and pelvic pain ("sharp and stabbing pelvic pain/pain"). In (B)(6) 2008, the patient experienced depression ("depression") with insomnia, stress, mood swings, irritability, memory impairment, fatigue and asthenia, dyspareunia ("painful during and after sex/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and allergy to metals ("nickel allergy/allergic reaction"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), amnesia ("memory loss and forgetfulness") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2012, the patient experienced migraine ("migraines /headaches"). In (B)(6) 2013, the patient experienced anxiety ("anxiety"). On (B)(6) 2015, the patient experienced premenstrual syndrome ("premenstrual syndrome"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("hip pain"), joint swelling ("swollen left hip/ankle swelling/my left hip has this enormous lump which has been growing for year"), muscle spasms ("leg cramps/ I get crazy cramps in the front of my ankle kills me and my hand fall asleep alot "), peripheral swelling ("feet swelling"), vulvovaginal pain ("stabbing pain comes and goes in my vagina"), visual impairment ("vision getting worse"), hot flush ("extreme hot flashes/very bad hot flashes"), abdominal distension ("bloated"), back pain ("lower back pain"), coital bleeding ("bleeding after sex"), vulvovaginal dryness ("dryness"), dysmenorrhoea ("painful periods/dysmenorrhea (cramping)"), ovulation pain ("painful ovulation"), polymenorrhoea ("periods never same sometimes get 2 a month"), night sweats ("night sweats"), omphalitis ("my belly button leaked"), headache ("headaches/I got bad headaches"), swelling ("water pill for the swelling") and breast swelling ("breast swelling") with breast tenderness and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, arthralgia, joint swelling, muscle spasms, peripheral swelling, abdominal pain lower, vulvovaginal pain, migraine, visual impairment, depression, anxiety, hot flush, abdominal distension, vulvovaginal dryness, ovulation pain, night sweats, female sexual dysfunction, urinary tract infection, amnesia, allergy to metals, vaginal discharge, weight increased, premenstrual syndrome, uterine cervical laceration, swelling and breast swelling outcome was unknown, the genital haemorrhage, dyspareunia, coital bleeding, polymenorrhoea, vaginal haemorrhage, menorrhagia, omphalitis and headache had resolved, the pelvic pain outcome was unknown and the back pain and dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, amnesia, anxiety, arthralgia, back pain, breast swelling, coital bleeding, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hot flush, joint swelling, menorrhagia, migraine, muscle spasms, night sweats, omphalitis, ovulation pain, pelvic pain, peripheral swelling, polymenorrhoea, premenstrual syndrome, swelling, urinary tract infection, uterine cervical laceration, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal dryness, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: the uterus is in normal shape. Diagnostic results: on (B)(6) 2015, hysterosalpingogram revealed the uterus was in normal shape and contour. Left fallopian tubes demonstrate presence of essure coils. There was documented tubal occlusion. No contrast was seen past the uterine cornua. Right fallopian tubes demonstrate presence of essure coils. There was documented tubal occlusion. No contrast was seen past the uterine cornua. Concerning the injuries reported in this case, the following one water pill for the swelling was added via social media. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Date of insertion was updated. Updated outcome of events (abnormal bleeding(vaginal), abnormal bleeding(general), dysmenorrhea) incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
He was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0643) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhea, dyspareunia, multigravida, parity 4, sleeve gastrectomy and pregnancy. Previously administered products included for birth control: oral contraceptive; for throat infection: amoxicillin. Past adverse reactions to the above products included hypersensitivity with amoxicillin. Concurrent conditions included nipple pain, heartburn, knee pain, cholelithiasis, oedema, pain in hip, insomnia, tension headache, pneumonia, obesity, vitamin d deficiency and surgery. Concomitant products included multivitamins, plain (multi-vitamin) and paracetamol (tylenol). On (B)(6) 2008, the patient experienced uterine cervical laceration ("cervical tear"). On (B)(6) 2008, the patient had essure inserted. In august 2008, the patient experienced abdominal pain lower ("extreme cramps/ just alot of cramping") and pelvic pain ("sharp and stabbing pelvic pain/pain"). In september 2008, the patient experienced depression ("depression") with insomnia, stress, mood swings, irritability, memory impairment, fatigue and asthenia, dyspareunia ("painful during and after sex/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and allergy to metals ("nickel allergy/allergic reaction"). In october 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), amnesia ("memory loss and forgetfulness") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced urinary tract infection ("urinary tract infection"). In october 2012, the patient experienced migraine ("migraines /headaches"). In july 2013, the patient experienced anxiety ("anxiety"). On (B)(6) 2015, the patient experienced premenstrual syndrome ("premenstrual syndrome"). In october 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("hip pain"), joint swelling ("swollen left hip/ankle swelling/my left hip has this enormous lump which has been growing for year"), muscle spasms ("leg cramps/ I get crazy cramps in the front of my ankle kills me and my hand fall asleep alot "), peripheral swelling ("feet swelling"), vulvovaginal pain ("stabbing pain comes and goes in my vagina"), visual impairment ("vision getting worse"), hot flush ("extreme hot flashes/very bad hot flashes"), abdominal distension ("bloated"), back pain ("lower back pain"), coital bleeding ("bleeding after sex"), vulvovaginal dryness ("dryness"), dysmenorrhoea ("painful periods/dysmenorrhea (cramping)"), ovulation pain ("painful ovulation"), polymenorrhoea ("periods never same sometimes get 2 a month"), night sweats ("night sweats"), omphalitis ("my belly button leaked"), headache ("headaches/I got bad headaches"), weight increased ("weight gain"), swelling ("water pill for the swelling") and breast swelling ("breast swelling") with breast tenderness. The patient was treated with surgery (full hysterectomy and bilateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, genital haemorrhage, arthralgia, joint swelling, muscle spasms, peripheral swelling, abdominal pain lower, vulvovaginal pain, migraine, visual impairment, depression, anxiety, hot flush, abdominal distension, vulvovaginal dryness, dysmenorrhoea, ovulation pain, night sweats, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, amnesia, allergy to metals, vaginal discharge, weight increased, premenstrual syndrome, uterine cervical laceration, swelling and breast swelling outcome was unknown, the pelvic pain outcome was unknown, the back pain was resolving and the dyspareunia, coital bleeding, polymenorrhoea, menorrhagia, omphalitis and headache had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, amnesia, anxiety, arthralgia, back pain, breast swelling, coital bleeding, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hot flush, joint swelling, menorrhagia, migraine, muscle spasms, night sweats, omphalitis, ovulation pain, pelvic pain, peripheral swelling, polymenorrhoea, premenstrual syndrome, swelling, urinary tract infection, uterine cervical laceration, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal dryness, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the uterus is in normal shape on (B)(6) 2015, hysterosalpingogram revealed the uterus was in normal shape and contour. Left fallopian tubes demonstrate presence of essure coils. There was documented tubal occlusion. No contrast was seen past the uterine cornua. Right fallopian tubes demonstrate presence of essure coils. There was documented tubal occlusion. No contrast was seen past the uterine cornua. Concerning the injuries reported in this case, the following one water pill for the swelling was added via social media quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : outcome of event coital bleeding was updated to recovered/resolved. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0643) on 18-aug-2015. The most recent information was received on 27-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhea and dyspareunia. Concurrent conditions included nipple pain and heartburn. On (B)(6) 2008, the patient experienced uterine cervical laceration ("cervical tear"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain lower ("extreme cramps") and pelvic pain ("sharp and stabbing pelvic pain/pain"). In (B)(6) 2008, the patient experienced depression ("depression") with insomnia, stress, mood swings, irritability, memory impairment, fatigue and asthenia, dyspareunia ("painful during and after sex/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and allergy to metals ("nickel allergy/allergic reaction"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), amnesia ("memory loss and forgetfulness") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2012, the patient experienced migraine ("migraines /headaches"). In (B)(6) 2013, the patient experienced anxiety ("anxiety"). On (B)(6) 2015, the patient experienced premenstrual syndrome ("premenstrual syndrome"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("hip pain"), joint swelling ("swollen left hip/ankle swelling"), muscle spasms ("leg cramps"), peripheral swelling ("feet swelling"), vulvovaginal pain ("stabbing pain comes and goes in my vagina"), visual impairment ("vision getting worse"), hot flush ("extreme hot flashes/very bad hot flashes"), abdominal distension ("bloated"), back pain ("lower back pain"), coital bleeding ("bleeding after sex"), vulvovaginal dryness ("dryness"), dysmenorrhoea ("painful periods/dysmenorrhea (cramping)"), ovulation pain ("painful ovulation"), polymenorrhoea ("periods never same sometimes get 2 a month"), night sweats ("night sweats"), omphalitis ("my belly button leaked"), headache ("headaches/I got bad headaches") and weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, genital haemorrhage, arthralgia, joint swelling, muscle spasms, peripheral swelling, abdominal pain lower, pelvic pain, vulvovaginal pain, migraine, visual impairment, depression, anxiety, hot flush, abdominal distension, coital bleeding, vulvovaginal dryness, dysmenorrhoea, ovulation pain, polymenorrhoea, night sweats, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, amnesia, allergy to metals, vaginal discharge, weight increased, premenstrual syndrome and uterine cervical laceration outcome was unknown, the back pain was resolving and the dyspareunia, menorrhagia, omphalitis and headache had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, amnesia, anxiety, arthralgia, back pain, coital bleeding, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hot flush, joint swelling, menorrhagia, migraine, muscle spasms, night sweats, omphalitis, ovulation pain, pelvic pain, peripheral swelling, polymenorrhoea, premenstrual syndrome, urinary tract infection, uterine cervical laceration, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal dryness, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the uterus is in normal shape on (B)(6) 2015, hysterosalpingogram revealed the uterus was in normal shape and contour. Left fallopian tubes demonstrate presence of essure coils. There was documented tubal occlusion. No contrast was seen past the uterine cornua. Right fallopian tubes demonstrate presence of essure coils. There was documented tubal occlusion. No contrast was seen past the uterine cornua quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. New event added- abnormal bleeding (general), abnormal bleeding (vaginal/menorrhagia), my belly button leaked, apareunia (inability to have sexual intercourse), expulsion of essure device, urinary tract infection, headaches/I got bad headaches, memory loss and forgetfulness, nickel allergy/allergic reaction, vaginal discharge, weight gain, premenstrual syndrome and cervical tear. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 18-aug-2015. The most recent information was received on 07-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhea, dyspareunia, multigravida, parity 4 and sleeve gastrectomy. Previously administered products included for throat infection: amoxicillin. Past adverse reactions to the above products included hypersensitivity with amoxicillin. Concurrent conditions included nipple pain, heartburn, knee pain, cholelithiasis, oedema, pain in hip, insomnia, tension headache, pneumonia, obesity, vitamin d deficiency and surgery. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced uterine cervical laceration ("cervical tear"). In (B)(6) 2008, the patient experienced abdominal pain lower ("extreme cramps/ just a lot of cramping") and pelvic pain ("sharp and stabbing pelvic pain/pain"). In (B)(6) 2008, the patient experienced depression ("depression") with insomnia, stress, mood swings, irritability, memory impairment, fatigue and asthenia, dyspareunia ("painful during and after sex/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and allergy to metals ("nickel allergy/allergic reaction"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), amnesia ("memory loss and forgetfulness") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2012, the patient experienced migraine ("migraines /headaches"). In (B)(6) 2013, the patient experienced anxiety ("anxiety"). On (B)(6) 2015, the patient experienced premenstrual syndrome ("premenstrual syndrome"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("hip pain"), joint swelling ("swollen left hip/ankle swelling/my left hip has this enormous lump which has been growing for year "), muscle spasms ("leg cramps/ I get crazy cramps in the front of my ankle kills me and my hand fall asleep alot "), peripheral swelling ("feet swelling"), vulvovaginal pain ("stabbing pain comes and goes in my vagina"), visual impairment ("vision getting worse"), hot flush ("extreme hot flashes/very bad hot flashes"), abdominal distension ("bloated"), back pain ("lower back pain"), coital bleeding ("bleeding after sex"), vulvovaginal dryness ("dryness"), dysmenorrhoea ("painful periods/dysmenorrhea (cramping)"), ovulation pain ("painful ovulation"), polymenorrhoea ("periods never same sometimes get 2 a month"), night sweats ("night sweats"), omphalitis ("my belly button leaked"), headache ("headaches/I got bad headaches"), weight increased ("weight gain") and swelling ("water pill for the swelling"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, genital haemorrhage, arthralgia, joint swelling, muscle spasms, peripheral swelling, abdominal pain lower, pelvic pain, vulvovaginal pain, migraine, visual impairment, depression, anxiety, hot flush, abdominal distension, coital bleeding, vulvovaginal dryness, dysmenorrhoea, ovulation pain, polymenorrhoea, night sweats, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, amnesia, allergy to metals, vaginal discharge, weight increased, premenstrual syndrome, uterine cervical laceration and swelling outcome was unknown, the back pain was resolving and the dyspareunia, menorrhagia, omphalitis and headache had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, amnesia, anxiety, arthralgia, back pain, coital bleeding, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hot flush, joint swelling, menorrhagia, migraine, muscle spasms, night sweats, omphalitis, ovulation pain, pelvic pain, peripheral swelling, polymenorrhoea, premenstrual syndrome, swelling, urinary tract infection, uterine cervical laceration, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal dryness, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the uterus is in normal shape on (B)(6) 2015, hysterosalpingogram revealed the uterus was in normal shape and contour. Left fallopian tubes demonstrate presence of essure coils. There was documented tubal occlusion. No contrast was seen past the uterine cornua. Right fallopian tubes demonstrate presence of essure coils. There was documented tubal occlusion. No contrast was seen past the uterine cornua. Concerning the injuries reported in this case, the following one water pill for the swelling was added via social media. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2018: other documents received:new event water pill for the swelling was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0643) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhea, dyspareunia, multigravida, parity 4, sleeve gastrectomy and pregnancy. Previously administered products included for throat infection: amoxicillin. Past adverse reactions to the above products included hypersensitivity with amoxicillin. Concurrent conditions included nipple pain, heartburn, knee pain, cholelithiasis, oedema, pain in hip, insomnia, tension headache, pneumonia, obesity, vitamin d deficiency and surgery. Concomitant products included multivitamins, plain (multi-vitamin) and paracetamol (tylenol). On (B)(6) 2008, the patient experienced uterine cervical laceration ("cervical tear"). On (B)(6) 2008, the patient had essure inserted. In august 2008, the patient experienced abdominal pain lower ("extreme cramps/ just alot of cramping") and pelvic pain ("sharp and stabbing pelvic pain/pain"). In september 2008, the patient experienced depression ("depression") with insomnia, stress, mood swings, irritability, memory impairment, fatigue and asthenia, dyspareunia ("painful during and after sex/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and allergy to metals ("nickel allergy/allergic reaction"). In october 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), amnesia ("memory loss and forgetfulness") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced urinary tract infection ("urinary tract infection"). In october 2012, the patient experienced migraine ("migraines /headaches"). In july 2013, the patient experienced anxiety ("anxiety"). On (B)(6) 2015, the patient experienced premenstrual syndrome ("premenstrual syndrome"). In october 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("hip pain"), joint swelling ("swollen left hip/ankle swelling/my left hip has this enormous lump which has been growing for year"), muscle spasms ("leg cramps/ I get crazy cramps in the front of my ankle kills me and my hand fall asleep alot "), peripheral swelling ("feet swelling"), vulvovaginal pain ("stabbing pain comes and goes in my vagina"), visual impairment ("vision getting worse"), hot flush ("extreme hot flashes/very bad hot flashes"), abdominal distension ("bloated"), back pain ("lower back pain"), coital bleeding ("bleeding after sex"), vulvovaginal dryness ("dryness"), dysmenorrhoea ("painful periods/dysmenorrhea (cramping)"), ovulation pain ("painful ovulation"), polymenorrhoea ("periods never same sometimes get 2 a month"), night sweats ("night sweats"), omphalitis ("my belly button leaked"), headache ("headaches/I got bad headaches"), weight increased ("weight gain"), swelling ("water pill for the swelling") and breast swelling ("breast swelling") with breast tenderness. The patient was treated with surgery (full hysterectomy and bilateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, genital haemorrhage, arthralgia, joint swelling, muscle spasms, peripheral swelling, abdominal pain lower, vulvovaginal pain, migraine, visual impairment, depression, anxiety, hot flush, abdominal distension, coital bleeding, vulvovaginal dryness, dysmenorrhoea, ovulation pain, polymenorrhoea, night sweats, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, amnesia, allergy to metals, vaginal discharge, weight increased, premenstrual syndrome, uterine cervical laceration, swelling and breast swelling outcome was unknown, the pelvic pain outcome was unknown, the back pain was resolving and the dyspareunia, menorrhagia, omphalitis and headache had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, amnesia, anxiety, arthralgia, back pain, breast swelling, coital bleeding, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hot flush, joint swelling, menorrhagia, migraine, muscle spasms, night sweats, omphalitis, ovulation pain, pelvic pain, peripheral swelling, polymenorrhoea, premenstrual syndrome, swelling, urinary tract infection, uterine cervical laceration, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal dryness, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the uterus is in normal shape on (B)(6) 2015, hysterosalpingogram revealed the uterus was in normal shape and contour.left fallopian tubes demonstrate presence of essure coils. There was documented tubal occlusion. No contrast was seen past the uterine cornua. Right fallopian tubes demonstrate presence of essure coils. There was documented tubal occlusion. No contrast was seen past the uterine cornua. Concerning the injuries reported in this case, the following one water pill for the swelling was added via social media quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter added. Product indiacation added. Event breast swelling with painful to touch was added. Concomitant drug and condition added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.